Manufacturer narrative:
Additional information was received on october 11, 2017. There was no difficulty withdrawing the catheter that may have caused this damage. The damaged condition was not noticed prior to use of the catheter or prior to sending the catheter back for analysis. Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a force issue occurred. After finishing the pulmonary vein isolation, when the ablation was conducted for the cavo-tricuspid isthmus (cti), the contact force value of the smart touch sf catheter was not displayed and a force sensor error was displayed. The returned device was visually inspected and a hole was found on the pebax and reddish material inside and the peek housing was cracked open with reddish brown material inside. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on the carto 3 system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 105 (magnetic sensor error) and 106 (force sensor error) were displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The catheter was visually inspected under the x-ray machine and the t bar was observed slid down. The damage on the peek housing was related to the t bar sliding down issue. Per the condition observed, a scanning electron microscope (sem) testing was performed on october 20, 2017 and the results showed evidence of a hole and scratches on the surface of the pebax. It is possible that damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the loss of electrical continuity at the sensor could not be determined. Based on available analysis finding results, the damage does not appear to be caused by any internal bwi processes since the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a force issue occurred. After finishing the pulmonary vein isolation, when the ablation was conducted for the cavo-tricuspid isthmus (cti), the contact force value of the smart touch sf catheter was not displayed and a force sensor error was displayed. The issue was resolved by changing the catheter to another one. After finishing the cti, when mapping was going to be conducted, the pentaray nav eco catheter had an irrigation issue. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. These events were originally assessed as not MDR reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The thermocool® smarttouch® sf bi-directional nav catheter was returned to the biosense webster failure analysis lab and on (B)(6) 2017, it was discovered that the clear pebax sleeve has a hole 1/2mm from distal ring #2, allowing dark reddish-brown material inside the sleeve. The tip lumen has a lip and the transition with peek housing is cracked open with reddish-brown material inside. The issue with the lip formation on the tip lumen and the crack in the peek housing tip lumen transition is not reportable because if there is no exposure of internal components, or any evidence that the integrity of the catheter has been compromised, then the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is remote. However, the hole in the pebax is MDR reportable. This hole creates a break in pebax integrity posing a potential risk to the patient. The awareness date has been reset to (B)(6) 2017, the date of the reportable lab finding.